Manufacturer narrative:
In the case description, the user mentioned receiving a 20 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of a 20 u bolus. The audit log files showed that a 20 u bolus was confirmed and started with no entry of carbs or blood glucose value, though the audit logs showed that the use sensor button was pressed to load a value from the sensor. Review of the engineering log files showed multiple instances where the bolus button was pressed to open the bolus calculator. The logs showed that the use sensor button was pressed to load a blood glucose value of 91 mg/dl into the bolus calculator, however this occurred on a previous instance of the bolus calculator. No evidence of carbs being entered were observed. The logs show that the total bolus text was updated frequently during the different instances of the bolus calculator, with the bolus calculator correctly generating invalid bolus messages when the bolus input was larger than the max bolus. In the last instance, the total bolus was adjusted one digit at a time from 0 to 2 to 20. The logs show multiple movements occurring between screens of the bolus calculator during each instance, with each instance being properly backed out of before the last instance. During the last instance, the confirm button was pressed to bring the controller to the confirm bolus screen and the start button was pressed to being bolus delivery. The bolus record for the started bolus confirmed that a 20 u bolus was started that was user adjusted from 0 u to 20 u. The log files show evidence of interaction with the controller leading up to and during the programming, confirmation, and start of the reported bolus. No evidence of an uncommanded bolus was observed in the log files. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that while they were mowing the lawn, they noticed the omnipod system delivering an uncommanded bolus. The patient reported the controller was in his pocket at the time. He reported he noticed the uncommanded bolus being delivered and was able to stop it before the entire amount was delivered. The uncommanded bolus was stopped after 1.85 units of 20 units was delivered. No impact to the patient's blood glucose levels was reported. No medical attention was required. The device is not expected to be returned.